Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event. It is unknown if the consumer required medical intervention or emergent food intervention. During the call to customer support, it was revealed that the consumer did perform a control solution test for integrity before use their initial test strips as instructed in our directions for use and the result was out of range. The consumer continued to use these strips. A control solution test was performed while on the line with the consumer and the result was out of range. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.